Manufacturer narrative:
The company representative observed tape lodged on the transport unit electronics. He removed the tape. The iabp was tested to factory specification. If functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the battery was not charging and the iabp did not boot up completely. No patient was involved.